Event description:
It was reported " as the nurse was tearing the sheath, it tore off in her hand. She said it had felt flimsy." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and PICC/delta assembly for analysis. No obvious signs of use were observed on the returned components. Visual analysis revealed the peel-away sheath extrusion was separated adjacent to the tab. A portion of the tab was observed to be separated, and remains of the extrusion were still attached. The other tab was intact and remained connected to the sheath extrusion. The sheath extrusion was completely split along the score lines. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8" - 2 7/8". The outer and inner diameter of the sheath could not be accurately measured due to the condition of the returned sample. Functional inspection could not be performed due to the condition of the returned sample. Additional testing was not required for this complaint investigation. All complaints are trended across product families on a monthly basis; therefor, a separate complaint history review is not required. A device history record review was performed, and there was one potential finding. Non-conformance was initiated in regard to "peel-away sheath tears incorrectly". The failure mode of this complaint is relevant to the non-conformance identified as it is a manufacturing issue.